Event description:
The customer reported being admitted as in inpatient for medical treatment due to low blood glucose of 41mg/dl. Troubleshooting was performed. The drive support cap appears normal. The customer stated that the most recent infusion set change was the day of the event. The customer stated that she was cleaning the house and her boyfriend found her with low blood glucose. The displacement test was performed and passed. The sensor settings were reviewed and found that the customer had glucose alerts settings off. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.